Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of august 2025. E1: initial reporter address: (B)(6). H11: the actual device and a photograph of the sample were provided for evaluation. The reported issue of leakage was not easily identified by initial visual inspection on the returned sample. The leakage or tpn solution spillage was visible in the outer pouch during the visual inspection of the photo sample, but the actual location of leak cannot be easily identified. Functional leak testing on the sample was performed and a leak was identified from the administration spike port bonding area; a spike port bonding defect was identified. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the administration port. The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (add code), h11. H4: the lot was manufactured between 21 june 2023 and 22 june 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.